Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the patient underwent a right total hip arthroplasty on (B)(6) 2005 where she was implanted with a stryker hip system. It is further alleged that the patient's right hip had to be revised on (B)(6) 2011.